Manufacturer narrative:
Qn#(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the unit did not warm. No patient injury reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Functional testing was performed and the power could be turned on and the indicator light was lit. The knob was turned to increase the heating level and it was found that the plate of the humidifier was not heating. Based on the functional testing, the reported complaint was confirmed. It was confirmed that the electrical components on the pcb were most likely out of life date. The product has stopped production and the supplier is out of business. At the manufacturing facility, a 100% inspection was conducted for product code hd-500-00 by following sip which contains high volt test, functional test, and burn-in test prior to the packing process.

Event description:
The customer alleges that the unit did not warm. No patient injury reported.